Manufacturer narrative:
Device implanted and in use.

Event description:
Mucosal tear in floor of the mouth either happening from the blue nim probe (another manufacturers device) used to monitor geniohyoid or from nerve dissection due to challenging anatomy while implanting the model 4063 stimulation lead. The doctor placed 3 disposable stitches in the floor of the patients mouth and sent him home on antibiotics.